Event description:
The user facility reported a patient was placed on an impella cp to support a patient admitted in with cardiac history and syncopal episode and arrest and were getting cardiopulmonary resuscitation. The impella cp was placed after the team placed extracorporeal membrane oxygenation and reperfusion catheter. The impella cp and automated impella controller (aic) were supporting for six days when the aic was replaced due to a controller alarm. The local team recommend switching out the aic for a new one. On day nine, the team escalated to an impella 5.5. The impella 5.5 supported for a total of 18 more days til the patient expired while decisions being made for a left ventricular assist device or transplant. No allegation was made of the aic malfunction causing or contributing to the death outcome.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered while running an impella. Real-time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: console (ic5973) was sent back to fs for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.